Event description:
It was reported that at some point this year while the patient was driving she experienced a seizure and ¿totaled out¿ her car. Reportedly, they ¿assumed¿ the patient had a seizure because there was no other sign of any other accident. The patient stated she did not know if ¿I was avoiding wildlife because I was totally knocked out.¿ the patient ¿woke up¿ and was in the hospital.¿ this patient¿s pump was refilled every three months and the patient was required to travel 45 minutes one way to get it refilled. Her next refill is (B)(6) 2013. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant produts: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).